Event description:
Per the clinic, the device was explanted due to an extrusion of the electrode array as a result of an ossified cochlea. The device was explanted on (B)(6) 2011. There are no plans to explant the device and to reimplant the patient with another device as of the date of this report, february 29, 2012. The manufacturer became aware upon receipt of the explanted device on january 23, 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).